Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that left ventricular lead had dislodged. It was suspected that it had dislodged due to twiddler's syndrome. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.

Event description:
New information received stated that the left ventricular lead was explanted and not capped on (B)(6) 2017. It was also noted that when testing the lead, there was no capture due to the dislodgement.